Event description:
The facility representative reported a flo-gard infusion pump that presented an f-38 alarm. It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no patient injury or medical intervention indicated. There was no indication whether or not a patient was involved. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that presented alarm f-38 was confirmed and duplicated by baxter service personnel. The root cause of this condition was determined to be defective force-sensing resistors. The force-sensing resistors were replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.